Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), keeps erroring internal communication failure with codes 111 & 112.

Manufacturer narrative:
Due to character limit e1: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was submitted. The complaint is duplicate and already emdr is submitted to FDA for this event . Please refer mfg ref- 2249723-2025-0000301. We are cancelling this record due to duplication. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a